Event description:
A malfunction alarm with the code malf 12 occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was guided to reset the pump; however, the malfunction persisted, leading to the decision to replace the pump. The customer planned to use multiple daily injections as a backup therapy.